Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant procedure, the right atrial (ra) lead dislodged because the "fixation of the helix was insufficient." The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.